Event description:
It was reported that 2 bd q-syte¿ micro bore extension sets used on the same patient leaked blood from between the infusion joint and extension tube during use. The following information was provided by the initial reporter, translated from chinese to english: "the leakage of two products in a row caused the bleeding and the patient's family members need to go through legal procedures the connection between the infusion joint and the extension tube leaks". "Leakage was at the extension tube with infusion joint connection of screw part, the incident caused a certain psychological trauma to the patient's family".

Manufacturer narrative:
H.6. Investigation: a complaint of a connection site leaking was received from the customer. Samples were returned to aid in the investigation of this defect. During leakage testing the customer complaint was confirmed. Leakage was observed at a crack in the male connector. A device history record review was completed by our quality engineer team for provided lot number 0087073. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A possible root cause is directly related to the design of the material, since the distribution of the resistance to torque is generated in a section where the internal structure can be affected, it is the same place where this failure mode occurs. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #0087073 regarding item #385102.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd q-syte¿ micro bore extension sets used on the same patient leaked blood from between the infusion joint and extension tube during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the leakage of two products in a row caused the bleeding and the patient's family members need to go through legal procedures the connection between the infusion joint and the extension tube leaks" "leakage was at the extension tube with infusion joint connection of screw part, the incident caused a certain psychological trauma to the patient's family."